Event description:
A report was received that the patient had an infection at the lead site. The patient's symptoms were redness and darkening of the skin. The patient was given oral antibiotics but the symptoms did not improve. The physician determined that the patient's infected scar tissue was not related to the device or procedure. The physician removed the necrosis under the scar tissue and the patient is reportedly doing well.

Event description:
A report was received that the patient had an infection at the lead site. The patient's symptoms were redness and darkening of the skin. The patient was given oral antibiotics but the symptoms did not improve. The physician determined that the patient's infected scar tissue was not related to the device or procedure. The physician removed the necrosis under the scar tissue and the patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2208-70, serial #: (B)(4) description: st linear lead 70cm. Model: sc-2218-50 serial #s: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
(B)(4).